Manufacturer narrative:
Date of event is unknown. The initial MDR was filed for the wrong product. Device information has been corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. Implant date has not yet been obtained. The investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable. In turn, the patient underwent surgical intervention to explant and replace the ipg, which resolved the issue. Therapy was restored post-operatively.